Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-mar-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (540 mcg/ml at 98 mcg/day) and bupivacaine (30 mg/ml at 5.4 mg/day) via an implanted pump. The patient¿s medical history was chronic pain syndrome. The indication for pump use was non-malignant pain. It was reported that the patient complained of worsening pain over the past few months, so the hcp had her come in for a catheter dye study last week. The hcp said he was able to aspirate the catheter, but not as easily as he normally could. He then used dye to confirm catheter placement. The patient left within 30 minutes of the procedure, but her left arm went numb in her car in the parking lot. By the time the hcp got to her she had a very weak pulse and was blue. They called 911 and administered CPR (cardiopulmonary resuscitation) until ems (emergency medical services) arrived. The patient was admitted to the hospital and was currently in a coma and not doing well. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted ¿none other than the dye study¿ and ¿also on saturday ((B)(6) 2022) the hcp went and checked the pump reservoir, and it was supposed to have 13 cc, but he was only able to remove 2 cc¿. The issue was not resolved at the time of the report. Per the hcp, as of now they did not know what caused her problem. They said they thought it was a heart attack, but data, as of the time of the report, showed that was not what happened.

Event description:
Additional information received from a healthcare provider reported a few weeks ago, the patient collapsed in the parking lot of their doctor¿s office after getting their pain pump refilled. After several tests at the hospital, they put the patient in an induced coma due to several seizures they continued to have. Late last weekend, after another test, the patient's brain had no activity, and their family decided to take the patient off life support the next day. Monday this week, the patient passed away. The patient's family believed the pump malfunctioned and gave the patient the entire fill of pain medication for the entire month all in on dose.

Manufacturer narrative:
Continuation of d10: product ID 8781,serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.